Event description:
The blood leak occurred directly during the patient has been connected. Machine: mirclav. Bls: hospal. Patient lost less than 100ml of blood. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.